Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was extrinsically distorted as a result of over rotation, the proximal and distal conductors had blood present but were not obstructed, the distal end electrode had tissue present, and the inner and outer insulation were extrinsically cut. The analyst commented that the lead had apparent explant damage and had been stretched. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were each explanted and replaced for poor sensing and high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.